Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant of the right ventricular (rv) lead, the anchoring sleeve was lost in the patient and could not be found. Additionally, the physician had difficulty positioning the lead. The lead remains in use. No further patient complications have been reported as a result of this event.